Event description:
During the procedure, the catheter became lodged in the femoral vein and was noted to be bent near the distal end. The catheter was cut so the short sheath could be removed and then a long sheath was used to remove the catheter. The catheter was then replaced and the procedure was able to be completed with no adverse consequences to the patient.

Manufacturer narrative:
One quadripolar, uni-directional, curve d, flexibility ablation catheter was received for evaluation. The shaft was cut at the handle. A bend was noted 1.0¿ proximal to the distal tip. Functional testing was not possible due to the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion and withdrawal issue could not be determined.